Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
Bd was made aware of a survey that was distributed to skilled nursing facilities using the veritor analyzer and assay for rapid detection of sars-cov-2. Survey results revealed that some facilities have potentially received false positive results while using bd rapid detection of sars-cov-2 veritor assay. Survey respondents stated they are sending positive samples for confirmation testing by pcr. Some of the sites participating in the survey stated they are testing asymptomatic and symptomatic patients and staff. Note: this test is not intended for use on asymptomatic patients. Attempts have been made to contact customers for additional information, bd has not received a response at this time. Eua#: (B)(4).

Event description:
Bd was made aware of a survey that was distributed to skilled nursing facilities using the veritor analyzer and assay for rapid detection of sars-cov-2. Survey results revealed that some facilities have potentially received false positive results while using bd rapid detection of sars-cov-2 veritor assay. Survey respondents stated they are sending positive samples for confirmation testing by pcr. Some of the sites participating in the survey stated they are testing asymptomatic and symptomatic patients and staff. Note: this test is not intended for use on asymptomatic patients. Attempts have been made to contact customers for additional information, bd has not received a response at this time. Eua#: (B)(4).

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2020-00529 was sent in error. Customer has stated that they did not obtain false positive results.